Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hypoglycemia on (B)(6). The patient reported on (B)(6), due to low blood sugar, they lost control of their steering wheel while driving and got into a car accident. The patient's blood glucose levels declined to 43 mg/dl while wearing the pod for longer than 48 hours. The symptom reported was lower back pain. The patient was diagnosed with a c12 compression fracture. The patient was treated with intravenous sugar and provided a back brace. The patient was released the from the ER on (B)(6).